Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had restarted. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had restarted. During troubleshooting with the customer, it was reported that the device displayed code 1101 and a 3007 in the history log. The rse then informed the customer, that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. No further actions were performed by philips.